Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during unrelated surgery, scs ipg was not enabled in the service app mode. As a result, ipg was inoperable reading an error message ¿problem was found with the generator¿. Surgical intervention may be pending to address this issue.

Event description:
Additional information received that ipg was explanted and replaced on (B)(6) 2017. Stimulation was restored post-operatively.